Event description:
The pt was undergoing a coronary artery bypass graft x two. While undergoing dilation of the right coronary artery and stent placement the guide wire became entrapped in the right coronary artery and could not be extracted. The distal portion of the guide wire fractured and remained in the pt. The pt began to develop st segment changes and chest pain. The physicians placed an intra-aortic balloon pump and the pt was brought to the operating room for emergent coronary artery bypass grafting. The right coronary artery was approached and at the site where the acute marginal branch of the coronary artery divided from the main body of the continuing right coronary artery, the guide wire was identified. The right coronary artery was opened at this point, and the wire was extracted. The pt fibrillated twice in the immediate preoperative period and was cardioverted and successfully regained a sinus rhythm. The pt is in postoperative recovery.